Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9733572 h3,h6) no parts have been received by the manufacturer for evaluation. A1-5) select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that a fault error was shown when attempting to connecting the flat emitter to the navigation system. The flat emitter was replaced with the side emitter for the procedure, as troubleshooting was unsuccessful. There was no impact on patient outcome. When a manufacturing representative (rep) arrived onsite and looked at the flat emitter, they noticed a pin was bent, causing the fault message. When first plugging in to test it, the flat emitter showed "initializing" for 20 seconds, then the faulted error appeared.

Event description:
Additional information was received. There was no surgical delay.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: unknown, h2) please see the additional codes section for new annex g code and section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.